Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive and the pump was no longer functional. The customer's blood glucose level was 120 mg/dl. The customer confirmed that another insulin pump as well as insulin syringes were available; however, no long lasting insulin was available. Tandem technical support advised the customer to speak to a pharmacy regarding long lasting insulin; the customer acknowledged.